Event description:
In 2008, the sales representative reported that during surgery, the t-handle awl broke in two pieces when the doctor was using it to prepare the pedicle. Additional information received on 29 apr 2008 via telephone, the sales representative reported that during surgery, the surgeon was using the awl to prepare the last pedicle when the awl broke in two. The surgeon then removed the first piece, and then retrieved the other piece that was stuck in the bone. The surgeon then placed the screw in the hole and finished the case. This extended surgical time by 30 minutes.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture is unknown. Evaluation is pending upon the return of the product.